Manufacturer narrative:
The investigational analysis completed 3/30/2020. The first visual inspection was performed and one of the catheter splines was observed kinked and electrodes damaged. A second closer inspection was performed and the electrode was found squashed, lightly lifted, and kink in the spline. Electrical testing was performed and the catheter failed. No electrical readings were observed on electrodes. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. The root cause of the electrical wire breakage cannot be determined. The root cause of spline and electrodes damages cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found the electrode squashed and lifted. Initially it was reported that a signal noise occurred at the electrical potentials of 13 -14 and 15-16 on the carto 3. The cable was changed, but the issue continued. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed noise has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. During a second visual inspection on 3/25/2020, the bwi pal observed the electrode squashed and lifted. The observed squashed and lifted electrode has been assessed as an MDR reportable malfunction, as internal components were exposed. The awareness date has been reset to 3/25/2020.